Manufacturer narrative:
An ultraflex¿ tracheobronchial stent and delivery system was returned for analysis. The device was received with the stent partially deployed. Visual evaluation found the shaft bend. Functional analysis found that the device shaft bowed during a failed deployment attempt. It was possible to manually deploy the stent by pulling directly on the deployment suture. No other issues were identified during the product analysis. The damages noted with the device during analysis was most probably due to anatomical or procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex¿ tracheobronchial stent was to be used to treat a stricture in the left bronchus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was tortuous. During the procedure, the ultraflex tracheobronchial stent was able to partially deploy; however, when it was expanded to about 3mm, the deployment suture could not be pulled anymore. The ultraflex tracheobronchial stent was unable to be deployed any further and the physician removed the ultraflex tracheobronchial stent from the patient partially-deployed on the delivery system. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex¿ tracheobronchial stent was to be used to treat a stricture in the left bronchus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was tortuous. During the procedure, the ultraflex tracheobronchial stent was able to partially deploy; however, when it was expanded to about 3mm, the deployment suture could not be pulled anymore. The ultraflex tracheobronchial stent was unable to be deployed any further and the physician removed the ultraflex tracheobronchial stent from the patient partially-deployed on the delivery system. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.